Manufacturer narrative:
A ge svc rep performed an onsite investigation. The svc rep replaced the rtos printed circuit board, adjusted the monitor voltage, and reloaded the software. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the sys would not display an image on the left monitor. No pt injury was reported.